Manufacturer narrative:
Additional information received indicates that the device was returned for further investigation. Visually inspected ltv unit, found no anomalies. Powered unit into service mode, downloaded/ reviewed power on self-test (post) and event trace which indicated some fan fault entries to be recorded causing the unit to alarm hw fault. Powered the unit into user mode where it ventilated normally without any faults. Unit continued to ventilate for 19 hours without any alarms. Removed bottom weldment and inspected components, found no anomalies. Cycled the power multiple times in effort to attempt to reproduce the hw fault. Ltv unit powered on normally each time. The reported problem was confirmed through the event trace but not duplicated during functional check.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation. D4: unique identifier (UDI) # - unable to determine entire UDI# as information was not provided.

Event description:
Complainant alleged that before use, the device experienced a hardware fault error. Complainant indicated that there was no patient involvement in the reported issue.